Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus and the inspection results of the repair department, phenomenon ¿front panel flashes¿ was not confirmed. Additionally, no other defect was observed. Olympus could not determine a root cause of the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source front panel flashes. There were no reports of patient harm.